Event description:
It was reported that the device and right ventricular (rv} defibrillation lead exhibited shock impedance measurements of up to 145 ohms. The device was changed out due to normal battery depletion. Boston scientific technical services (ts) discussed troubleshooting options for the lead. No adverse patient effects were reported. The lead remains in service with the new device with no further reported issues. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).